Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: a technical event ocurred: o2 valve leakage. The device alarm rang and the hospital staff repaired the ventilator. The patient was not affected. The investigation is still ongoing.